Event description:
The pt was implanted with two implantable ventricular assist devices (ivads) for biventricular support. The mechanical assist and heart transplant coordinator reported that, while the pt was connected to the dual drive console's battery power, he fell and injured the back of his head. The pt had reportedly heard an audible beep during the event which the hospital suspected may have been a sync alarm. According to the hospital, the ddc appeared to operate normally before and after the event. Additional info provided to the manufacturer indicated that the hospital did not believe there was an issue with the ddc. Instead, the hospital suspected that the pt was likely volume depleted and fell, suffering a head injury, when he stood up too quickly. The pt suffered fatal complications from the head injury, was subsequently removed from support and expired.

Manufacturer narrative:
Usage of the device: the usage of the device (ddc serial # (B)(4); mfg date 4/8/1999) is not known to the manufacturer as the dual drive console is not labeled for single use. The ddc has been sequestered by the hospital and the manufacturer will be notified when the device is available to be released. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.